Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level were 397 mg/dl and 520 mg/dl. The customer was treated with manual injection. The customer that the pump had no delivery during priming four times and they have changed out the set as well 4 times. Troubleshoot was performed. The customer was advised to disconnect at the quick set and assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. Customer declined to troubleshoot for high blood glucose. The customer was advised if the set is inserted into the 2-inch area around the belly button region it may result in bent cannulas. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.